Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for reagent lot 07413be01. Tracking and trending report review for the architect syphilis tp assay determined that there are no related trends. A retained kit of reagent lot 07413be000 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the architect syphilis tp assay was identified.

Manufacturer narrative:
The initial and previous follow up were submitted with the incorrect product code in error. The product code in section d2 was changed from mtn to lip.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Event description:
The customer observed a (B)(6) architect (B)(6) result on an architect i2000sr. The sample generated a (B)(6) result on architect (B)(6), (B)(6) results were generated on a domestic luminescence method (B)(6) and colloidal gold membrane strip test. There was no impact to patient management reported.